Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. Multiple bolus corrections did not regulate the hyperglycemia. When removed from the infusion site (arm), the pod's cannula was found to be damaged. In addition, the pink slide did not move forward indicating that a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was damaged and there was a needle mechanism failure. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.